Manufacturer narrative:
The graft was not received for evaluation after being explanted. Product batch: 25c117 met the requirements for all in-process testing (including pressure testing and sterility) and final visual inspection per ps 001, processing the artegraft. No issues were noted that could be related to this issue. Device history record review did not show any anomalies. A review of complaints was completed and there were no additional complaints were reported for 25c117 or any issues noted. A lemaitre clinical advisor provided an assessment of this complaint with the limited information available. "Due to the date of incident, it seems like the hematoma developed almost two months later. Regardless, hematomas occur either because of inadequate hemostasis or poor suturing during the index operation in the perioperative period. If a delayed hematoma was noted it could be from a tear in graft under tension or worst case scenario, infection." Without additional information, a root cause cannot be conclusively determined. Possible root cause could be the hospital technique. 100% of grafts manufactured are pressure tested and then visually inspected by two lemaitre technicians prior to release; it is not likely that a defect would have passed the inspection release process. Artegraft has been studied extensively in hemodialysis. Our extensive literature review (clinical evaluation report) has shown that primary and secondary patency measures for artegraft are comparable to other devices (e.g. Ptfe) used for the same purpose, with published 6-month studies citing primary rates of 35-100% and secondary rates at 70-92%. Many factors, such as patient comorbidities and graft placement on the patient will contribute to the performance of an individual graft and therefore not all outcomes will be the same. Therefore, we are inconclusive about the root cause of this issue. Due to limited available information, a definitive root cause cannot be determined at this time. However, a potential contributing factor may be the hospital's surgical technique. Should further information become available that changes the outcome of this investigation, a follow-up report will be submitted. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.

Event description:
After a fem-tibialis bypass was done on (B)(6) 2025, the proximal anastomosis developed a hematoma. The artegraft was explanted and replace by an eptfe prosthesis.